Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, brown particles on the surface of the shell, underweight, non-penetrating nicks. A microscopic analysis was performed which identify crease smooth opening on posterior. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture" discovered during surgery. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown.

Event description:
Healthcare professional reported left side "rupture" discovered during surgery. Device has been explanted.